Event description:
It was reported that 2 hrs into the dialysis treatment the pt called the nurse for help. The nurse observed the venous bloodline was separated from the catheter end. The pt lost 400-600cc of blood. The pt's vital signs were stable and pt was given approx 300cc nss. The pt was discharged after the treatment in stable condition.